Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector noted. No unexpected button sticking anomalies were noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump communicated properly and recorded the 113 mg/dl value properly from the glucose meter. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that his son's insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose was 600 mg/dl last night. The patient was treated via manual insulin injection; he kept trying to bolus with the insulin pump but the bolus would not go through. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The buttons then began to work. Troubleshooting occurred for the high blood glucose. The drive support cap appeared normal. A prime was run with the current set without incident. A high pressure test was declined. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.